Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient was having problems with their bladder; stating that they were not able to hold their urine and going more frequently. Patient mentioned they had two concussions and was going to have an MRI of their head because when they saw their ophthalmologist, their vertical vision had changed and they were seeing double when turning their head to the right and to the left. Patient reported that they traced back their bladder problems to the first concussion and thought that being hit on the head affected the stimulation device, however the patient's husband increased the stimulation and that helped with the bladder problems. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient as they mentioned that symptoms of holding urine and going more frequently had been resolved. They also mentioned that they had car accident, stimulator did not received signals for 3 months. They guessed to the fumbling about of body also head concussion in (B)(6) which affected communication between sacral nerve with brain resulting in over active bladder of trouble holding the urine. They had post-concussion syndrome with related age problems. Patient confirmed that hit on the head affected the stimulation device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient weight was reported